Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during an unspecified peripheral treatment procedure, a shaft break occurred. The physician advanced the 10/2.00 flextome cutting balloon into the patient and during advancement the physician applied an incredible amount of pressure and the balloon shaft broke outside the patient by the physician's hand; 15cm distal from the hub. The balloon was never inflated. The device was removed from the patient. No patient complications were reported. The procedure was completed with a different device. However, the returned product analysis revealed that the break was on a portion of the device that could enter the body.

Manufacturer narrative:
(B)(4). Device evaluation: a visual examination of the device found that the hypotube shaft was broken 163mm from the distal end of the spiral strain relief. A kink was observed on the hypotube shaft 17mm distal to the break. The balloon had no evidence of being inflated. The device could not be inflated due to the break in the shaft. A microscopic examination of the balloon observed no damage to the balloon or blades. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. However, a review of the labeling identified that this device was not used per the directions for use; "the flextome cutting balloon device is indicated for dilation of stenoses in coronary arteries", as it was used in a peripheral case. (B)(4)